Manufacturer narrative:
(B)(4). Pump received with a constant insulin pump error alarm due to faulty motor. Unable to verify battery failed alarm and perform the displacement test, self-test, sleep current measurement and active current measurement due to constant insulin pump error alarm. Insulin pump received with pillowing keypad overlay. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had a battery failed alarm constantly. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.